Event description:
It was reported that during the wedge resection, the jaws did not open after the 3rd firing. The dr. Cut the tissue and pulled the device out with forceps. There was no other reported pt consequence.

Manufacturer narrative:
Eval summary: one device was returned with the anvil in the closed position and the triggers in the opened position, otherwise in good visual condition and loaded with a fully fired cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the clamping mechanism was noted to be damaged. When disassembled, the yoke - where it engages with the closure tube - was noted to be damaged. The device does not open or close. A batch record review was performed and no anomalies were found during the mfg process.